Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported device is "not getting on after disconnecting power cable". There was no reported patient involvement or adverse patient impact.